Manufacturer narrative:
Received 1 opened foley tray. The sample was visually inspected and found that the thermistor wire was not protruding from the tip end of the catheter. There are pinholes at the end of the thermistor lumens because of the thermistor wire assembly process. These pinholes are on all thermistor products of this type. The reported event was unconfirmed as the product meets specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "care must be exercised when inserting catheter into patient. Do not use a stylet. Do not stretch. As with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature probe was sticking out of the catheter. The product was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature probe was sticking out of the catheter. The product was replaced.